Manufacturer narrative:
(B)(4). The lot number of the returned device is suspected to be from the reported lot; however, no original packaging/label was returned. The iabc in question was not returned with the sample. Returned for investigation was a one teleflex 0.025in guidewire. The sample was returned in a cardboard box and was in a ziploc bag. Returned with the sample was also one non-teleflex guidewire and a teflon sheath. Upon return, the teleflex 0.025in guidewire was noted unraveled. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "problems with the guidewire" is confirmed. During the investigation, the returned guidewire was noted unraveled. The iab in question was not returned with the sample. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the unraveled guidewire. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "balloon hemorrhage. Problems with the guidewire". To continue therapy, another iab catheter was used. The second catheter was inserted into the same original insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon hemorrhage. Problems with the guidewire". To continue therapy, another iab cather was used. The second catheter was inserted into the same origional insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint for iab "balloon hemorrhage" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "balloon hemorrhage. Problems with the guidewire". To continue therapy, another iab cather was used. The second catheter was inserted into the same origional insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine."